Event description:
(B)(4). The dealer reported that the tdxsp-mcg power wheelchair leg tilt actuator was not functioning, and the end user was not able to elevate his legs and allegedly he was getting pressure sores, and his legs were swelling. No medical attention was sought. Should we receive additional information, this file will be reviewed, and a supplemental report will be submitted.